Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device was unable to enter AED or monitoring mode. It was reported that the issue was identified during a medical procedure. In this state defibrillation therapy may not be available to a patient if needed. This issue is patient related; however there was no adverse patient outcome reported. The customer was unable to provide any further information for the event or the patient.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device was unable to enter AED or monitoring mode. It was reported that the issue was identified during a medical procedure. In this state defibrillation therapy may not be available to a patient if needed. This issue is patient related; however there was no adverse patient outcome reported. The customer was unable to provide any further information for the event or the patient.

Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue through the electronic download of the device. The download confirmed that the device had a button that was intermittently stuck, which would result in the reported issue. The main keypad assembly and the print keypad assembly were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The device was not returned and evaluated by physio-control.